Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During the surgery there were multiple shutdowns: after loading and merging the o-arm CT scan onto the exam manager, the exam manager was closed and the computing message popped up. This stayed on for a few minutes and the robot was manually shut down to restart. The last three exams were removed from the patient folder (2 of the exams se00008' and se00009' had not been merged on the plan and se00010 was the final exam that led to the previous mention shut down). Maintenance was logged out and rosa was started, but an error message appeared and the program could not load. The robot was restarted and this occurred again. The robot was restarted again and the logs were checked. The logs indicate that the program was searching for se00010, so this folder was placed back in the patient folder and the program loaded successfully. A windows error message appeared during one of the previous attempts to open up the program. After the trajectories were placed, another o-arm spin was taken to check the post-op. This scan was loaded through the exam manager. In the screen to select which exam you want to merge to, the first scan was selected but the message "impossible to load exam" message appeared. This was attempted a couple more times with different scans and by reloading the exam from the usb, but it occurred every time. Finally, the undo button was pressed to go back to the exam manager, but when the close button was pressed to exit, the "impossible to load images" error message occurred again. The robot was manually shut down to restart, with the arm in the home position.

Manufacturer narrative:
Full analysis of the data logs has been performed, this analysis concluded that the two first issues occurred when the patient folder was opened. The patient folder could not be opened because the software failed to read the .hdr file from imagery after that the application stopped suddenly. First, the software could not load the patient folder because imageries were manually deleted without updating the file .ros. Then, the application crash was provoked by an access violation probably due to either an outdated location of the memory address or to the misread of its end. However, no more evidences are provided to conclude about the root cause for the issue. The last issue occurred during the post-operative fusion, when the first scan was selected, due to a lack of available memory. The software did not have enough ram to load the exam and compute the fusion. However, not enough elements are provided to determine the origin of the available memory issue.

Event description:
During the surgery there were multiple shutdowns: after loading and merging the o-arm CT scan onto the exam manager, the exam manager was closed and the computing message popped up. This stayed on for a few minutes and the robot was manually shut down to restart. The last three exams were removed from the patient folder (2 of the exams se00008' and se00009' had not been merged on the plan and se00010 was the final exam that led to the previous mention shut down. Maintenance was logged out and rosa was started, but an error message appeared and the program could not load. The robot was restarted and this occurred again. The robot was restarted again and the logs were checked. The logs indicate that the program was searching for se00010, so this folder was placed back in the patient folder and the program loaded successfully. 3) a windows error message appeared during one of the previous attempts to open up the program. 4) after the trajectories were placed, another o-arm spin was taken to check the post-op. This scan was loaded through the exam manager. In the screen to select which exam you want to merge to, the first scan was selected but the message impossible to load exam message appeared. This was attempted a couple more times with different scans and by reloading the exam from the usb, but it occurred every time. Finally, the undo button was pressed to go back to the exam manager, but when the close button was pressed to exit, the impossible to load images error message occurred again. The robot was manually shut down to restart, with the arm in the home position.